Manufacturer narrative:
The pusher and implant coil were returned for evaluation. Inspection of the device revealed damage to the pusher at the proximal section and at multiple locations. The implant coil was severely stretched and detached from the pusher. The break and separation of the implant from the pusher is consistent with the device being subjected to tensile or retraction forces that exceeded the strength of the implant coil material. The microcatheter used for the procedure was not returned, so it could not be determined if it had caused or contributed to the reported complaint. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as a potential complication associated wih use of the device.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that balloon-assisted coiling was performed for a ruptured acom aneurysm. Several coils (not microvention devices) were placed in the aneurysm sac. During positioning of the last implant coil, the coil unexpectedly detached. Part of the detached implant coil remained in the aneurysm with a tail extending into the parent vessel, and part of the coil was attached to the pusher wire in the microcatheter. The detached coil segment was successfully retrieved from the aneurysm with a gooseneck microsnare device. The patient was extubated and placed in the ICU, then subsequently discharged from the hospital. There was no reported patient injury.